Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that about a week ago the patient noticed they were getting excessive zapping from the stimulator. Caller stated they turned the stimulation off at night to get some sleep, but when they turned it back on after about 15 minutes of it working fine all of a sudden it went into a power surge and caused the patient to fall down. Caller added that someone had to help the patient get up and bring them out of the bathroom. Caller noted that 2 days later the patient was at work and they turned stimulation back on and about 15 mins later it knocked the patient down to the ground.the patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the consumer reported that the cause of them getting zapped was the settings were too high. They changed the settings and did some testing to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.